Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt says that they cant find device sometimes "and it seems to stimulate me when im laying down but when im walking it doesn't seem to give me any therapy". Pt says this started happening since the implant. Pt has tried reaching out to rep but cant get ahold of them. The patient was redirected to their healthcare provider to further address the issue. Emailed local rep asking them to call pt back., *continued from previous follow up note: agent re-opened case and assigned to self to send email to mdt rep. Patient stated the rep won't return their calls; agent emailed rep for visibility patient called back and repeated previously documented information. Agent reviewed adaptive stim and redirected to hcp patient reported they don¿t know and are still having little to no relief using group a, b and c as of 5/28/24. Additional information received; patient stated a and shock them when they don¿t need it. Patient stated they don¿t have pain when laying down.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.